Event description:
The surgeon inserted a competitors lens using the indigo-p injector, the sfc-25 fp cartridge and a ftp indigo foam tip plunger. It was reported that the lens was damaged by the cartridge. Additional information has been requested from the facility but no further information has been forthcoming.